Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.

Event description:
It was reported that approximately 4 days post-op of a whipple procedure, the patient had post-op bleeding resulting in death. The patient had been up and ambulating. Hypotensive with repository distress. Patient admitted to ICU and intubated. Patient expired shortly after an autopsy was performed but did not confirm the source of bleeding. During the whipple there was low blood loss during the procedure. Device was discarded.

Event description:
Information from conference call with surgeon: the case was a whipple procedure where the enseal device was used extensively, including taking down the pancreatico-duodenal arteries. The operation proceeded without problem and minimal blood loss. On postoperative day 4, the patient bled out and died. Autopsy revealed no obvious source of bleeding, however the surgeon believed that the bleeding was from the pancreatico-duodenal artery.